Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. Unable to confirm motor error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during out testing. No displacement anomalies noted. The insulin pump was received with a missing end cap sticker. The insulin pump passed the rewind, basic occlusion, prime and displacement tests.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. The caller stated that the device was exposed to an MRI when she had had x-rays six to eight months ago. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.